Manufacturer narrative:
The device was returned to olympus for evaluation and customer¿s allegation was not confirmed. The evaluation revealed the following findings: elevator channel plug was loose; due to a crack on scope-body, water tightness was lost; due to corrosion, switch#1 did not work; due to corrosion on switch box, switch#2 did not work; due to wear of lock engagement lever, up/down knob could not be locked securely; due to shortcut of switch cable, control unit gets warm; control unit had corrosion due to water leakage; shaft guide had corrosion due to water leakage; due to deformation of scope-connector, water tightness was lost; because guide pin of electrical-connector was shaved, water tightness was lost; due to adhesive peeling on bending section cover, insulation resistance value at distal end did not meet the standard value; connecting tube had coating peeling; connecting tube was sticky; due to wear of angle wire, the play of up/down knob was out of the standard value; due to wear of angle wire, the play of right/left knob was out of the standard value; due to deformation of ultrasonic connector, ultrasound image becomes distorted when ultrasound cable was pushed and universal cord was sticky. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the evis exera ii ultrasound gastrovideoscope exhibited non-functional control. The customer also reported leakage of the body control unit, switch section, which was found during reprocessing. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, the acoustic lens was found to be peeling. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable phenomenon was caused from customer handling. The event can be prevented by following the instructions for use which state: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.